Event description:
Customer called to report reaction wheel temperature issues on the unicel dxc 600i synchron access clinical system. The customer technical specialist assisted customer with troubleshooting the instrument by instructing customer to shut down the instrument, during which customer found a green-colored substance underneath the reaction wheel. The reaction wheel also had the same build-up. On the following day, the field service engineer (fse) inspected the instrument, then removed and cleaned the drain trough. The fse also replaced several cuvettes, then centered the cuvettes. The fse found that the quality controls were within range, but that the reaction wheel continued to have temperature issues. The fse returned the next day to replace the reaction wheel and more cuvettes due to etching. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issues. Customer stated that no erroneous patient results were generated and that no one was affected by the leak.

Manufacturer narrative:
(B)(4).